Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels of 19 mmol/l and customer experienced nausea. It was reported that the infusion set came off and there was no alarm. Customer's blood glucose level was 9 mmol/l at the time of the call. The customer stated that high pressure test was able to perform and there was no alarm. Troubleshooting was completed and performed high pressure test. The insulin pump did not alarm no delivery. Product is not expected to return for analysis.